Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working half way through ligation phase of vessel harvesting. They switched cables (vh-4030) without any resolution. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working half way through ligation phase of vessel harvesting. They switched cables (vh-4030) without any resolution. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 01jul2020. An investigation was conducted on 14jul2020. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The heater wire and silicone was observed to be intact, no other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test initially. It did not produce visible steam and/or heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device did not pass the temperature measurement test. The displayed temperature did not increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An engineering evaluation was conducted. To check the electrical continuity in the device, the shrink tubing was removed. A microscopic inspection of the wiring insulation was conducted. There were no visual defects in the wiring or wire insulation. The device was evaluated for electrical/cautery function again. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device did pass the pre-cautery test. It did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. Based on the returned condition of the device, the reported failure ¿electrical issue" was not confirmed.